Manufacturer narrative:
The device was evaluated at olympus (B)(6). Olympus (B)(6) checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The device was visually inspected externally for damage that could be attributed to the reported event, but no anomalies or damage were identified. As a result of the leak test, there was a leakage from the bending section. The channels were internally inspected using a small diameter videoscope and no signs, damage, or irregularities were observed. No defects were found in the forceps elevator, and no abnormalities were found within the channel systems or bending section. In addition, the user reported that the duodenal videoscope tjf-q290v with serial number (B)(4) owned by the user facility had a similar problem during the procedure and the procedure was extended by one and a half hours. The device was sold on (B)(6) 2019 and was last repaired by olympus service on (B)(6) 2020. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, a malfunction of the forceps elevator occurred. The forceps did not pass through the forceps channel and the device did not move normally. In addition, the forceps elevator only went to a 45 degree angle, which made it difficult to inject the stent because the stent was caught at the end. The user did not replace the device and completed the intended procedure with the same device set. Due to the malfunction of the forceps elevator, the procedure should have taken 30 minutes, but it took 2 hours. Therefore, the procedure was extended by one and a half hours. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction was caused by the following: a) moisture that entered the inside of the device from the leak point and excessive bending of the insertion part caused the forceps table of the device to move temporarily, making it easier for the stent to get caught in the forceps table. B) a stent not applicable to the device was used in combination with the device it is also possible that some abnormality in the stent made it easier to get caught in the forceps table of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to correct b1 "report type" and h1 "type of reportable event" in the MFR report #8010047-2022-01760. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is serious injury. Olympus tjf-q290v is a duodenovideoscope with instrument channels that allow endoscopic procedures such as endoscopic retrograde cholangiopancreatography (ercp). Procedures such as ercp are normally conducted under general anesthesia or deep sedation, which in case of significant procedure delays may lead to severe outcomes in patients at greater risk (e.g. The elderly, patients with underlying diseases etc). Therefore, olympus determined that the reported event is considered as serious injury. If additional information becomes available, this report will be supplemented.